Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during a procedure, performed on (B)(6) 2019. According to the complainant, when they attempted to deploy the stent, it was noticed that the guide catheter was broken. The broken guide catheter was left inside the stent and was retrieved with a pair of rat tooth forceps. The stent was deployed and the procedure was successfully completed. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.